Event description:
It was reported the patient presented in clinic with dizziness, chest pain and shortness of breath. Upon interrogation, it was observed the right ventricular lead exhibited elevated capture threshold and high pacing impedance. The lead was capped and replaced on (B)(6) 2021. The was unknown if the lead anomalies were related to the patient¿s symptoms. There were no further patient consequences reported.